Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality controls (qc) results were within range. The customer informs that no other issue was noted with any other assays. Siemens dispatched a customer service engineer (cse) to the customer site. The cse verified the performance of the instrument and completed the preventive maintenance with no issues. Qc testing was performed and completed with no issues. The instrument is operational, and the cause for a discordant falsely depressed total hcg result on one patient sample is unknown.

Event description:
A discordant falsely depressed total human chorionic gonadotropin (total hcg) result was obtained on an advia centaur cp instrument. The discordant result was reported to the physician(s). The customer used the same sample and instrument to perform repeat testing. The customer informs that repeat test results are within the expected range, and a corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant falsely depressed total hcg result.